Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor passed per specifications.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 51 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer also reported the sensor glucose issue was unavailable. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.